Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by customer the cardiosave intra-aortic balloon pump (iabp) unit EKG was not working. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3, e1- initial reporter. Full name of initial reporter: (B)(6).

Event description:
Na.

Event description:
Na.

Manufacturer narrative:
Updated fields: b4, e1 (event site email), g1, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer (fse) evaluated the unit and could not duplicate the reported issue. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.